Event description:
It was reported that a user observed glucose readings via a fingerstick and their ilet, in the 120s¿140s mg/dl range and used repeated meal announcements and physical activity in an attempt to lower glucose prior to eating. No reported symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of reported use patterns, device performance, and user education on appropriate use. Investigation of this case revealed the device functioned as designed, with glucose values within target range and user behavior indicating use of meal announcements as a corrective action rather than for carbohydrate intake. It was concluded that there was no device malfunction and that user technique contributed to the event through inappropriate use of meal announcements for correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.